Manufacturer narrative:
Pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 77 mg/dl. The customer stated that she had a magnetic imaging procedure performed recently, but the device was not exposed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.